Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states that the hilo motor is no longer working on the bed and the bed is lowering without a load being put on it.